Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.